Event description:
Reporter alleged the blood glucose monitoring device generated a result of "lo" with an un-dosed test strip. Reporter stated no acitons were taken as a result of the alleged incident and no treatment was received. A request was made for the return of the suspect device and replacement product was sent.